Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a high drain 105 (night drain cycle five) alarm. (A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume). This alarm occurred during drain cycle five of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient reported using two green (2.5%) dianeal solution bags instead of one yellow (1.5%) and one green. The patient¿s ultrafiltration (uf) was 3257ml and fill volume (fv) was 2200ml. The patient¿s total drain volume (td) was 13840ml and total fill volume (tf) was 10557ml. The cycle 5 uf was 2488ml. There was no patient injury or medical intervention associated with this report. No additional information is available.